Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to the insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, foreign material was found around and under the forceps elevator. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of local service department. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred because reprocessing process at the user facility was different from IFU recommendation.